Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2001 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was placed and transfusion was finished, when the catheter was attempted to be flushed and locked with heparin saline, heparin saline leaked from the extension tube of the catheter connector. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the red-luered lumen, just distal of the white strain relief sleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site a partial occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that after the catheter was placed and transfusion was finished, when the catheter was attempted to be flushed and locked with heparin saline, heparin saline leaked from the extension tube of the catheter connector. There was no reported patient injury.